Event description:
No blood glucose levels reported. The customer reported water damage to the insulin pump. The customer also reported a crack on the case of the insulin pump. The customer was advised that the insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.